Event description:
It was reported that (20)atg45 were used during a thorascopic wedge resection procedure. It was reported by the rep that the "cv" director told that the first atg45 was fired and no staples were present, but the instrument did cut through the lung. A reload was placed in the gun and fired again, and rptr was told only half the staples were fired. Another gun was pulled, but the surgeon never fired it and converted to thoracotomy to finish the procedure.